Event description:
It was reported that during impaction of the ceramic head on the stem with a light hammer blow, a chip of about 1cm diameter came out of the head (like an egg shell). The implantation and surgery dates were not reported. The patient was born in (B)(6). No other information was received. Notes: complaint re-opened on (B)(4) 2013. As part of a corrective action which was initiated on (B)(4) 2013 ((B)(4)), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).